Event description:
It was reported there had been no magnet response a month previous and then in the clinic, they were able to do a normal check with remaining longevity less than 1 - 18 months. After this check, unable to get a magnet response and could not establish telemetry link. The device is scheduled to be explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported there had been no magnet response a month previous and then in the clinic, they were able to do a normal check with remaining longevity less than 1 - 18 months. After this check, unable to get a magnet response and could not establish telemetry link. The device was explanted and replaced due to eri. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the no telemetry condition was the result of a defective reed switch.

Event description:
It was reported there had been no magnet response a month previous, and then in the clinic, the device would not auto ID. After pulling up the software first, interrogation was possible, and they were able to do a normal check. Remaining longevity was indicated to be less than 1 - 18 months. After this check, a magnet response could not be obtained. A stuck reed switch was suspected. The device was scheduled to be explanted and replaced. Further information was received reporting they could not establish consistent magnet rate and telemetry link. A stuck reed switch was again indicated. The device was explanted and replaced. The device was later returned with a report of battery depletion. No patient complications were reported as a result of this event.